Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices with the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed. During attempt with the second prostyle device, the distal guide separated. The separated piece was removed with forceps. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the suture of the first prostyle and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.